Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However the housing of the device was damaged during helium pressure test. Based on the manufacturers experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. This is a final report.

Event description:
The recipient has no longer had any hearing sensation with the device for about six weeks. There has been no accident or trauma reported. The implant site appeared healthy with no swelling or redness present. Re-implantation was performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has no more hearing sensation with the device since about six weeks. There is no accident or trauma reported. Re-implantation is considered.